Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 337 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 342 mg/dl and 297 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/24/2018 and open vial date is 05/29/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:337mg/dl fasting. Customer called in states the meter is reading high. Test strips.